Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer informed the technical support engineer (tse) that there was an issue with the fenestrated bipolar forceps (fbf) instrument, as the jaws would not open at the start of the case. The customer replaced the fbf instrument with a backup instrument to continue with the procedure. The customer later confirmed that they experienced the same issue on the second instrument and the system had not been used since. The procedure was completed as planned with no reported issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the first fbf instrument experienced the jaw-not-opening issue while grasping tissue. However, as the tissue was thin, it was able to be removed from the jaw without causing harm. The second instrument issue occurred when was not grasping tissue. The customer removed the second instrument and replaced it with a different instrument to continue with the procedure.